Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy pacemaker (crt-p) device was sitting a couple of times and felt like something happened with the device. Boston scientific technical services (ts) referred the patient to the clinic to report symptoms. Additional information indicated that the device was checked by the health care professional (hcp) and advised to connect to the system. There was no further information provided. As of this time, the device remains in service. No adverse patient effects were reported.